Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference and no device malfunction was suspected. The patient was doing well. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient could not get the ipg to charge. The patient will undergo an ipg explant procedure.

Event description:
A report was received that the patient could not get the ipg to charge. The patient will undergo an ipg explant procedure.